Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose; an exact value was not provided. Customer declined to troubleshoot or provide further information regarding the event.